Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received four inappropriate shocks due to noise and oversensing. There has also been a decrease in sensing and a slight increase in pacing threshold measurements. Pacing impedance measurements remained stable and within normal limits. It was reported this patient had a fall on (B)(6) 2016 and the first episode with noise occurred on (B)(6) 2016. It is suspected this rv lead became fractured as a result of the patient's fall. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received indicated an x-ray was taken with unremarkable findings. The physician requested to turn off tachy therapy and planned to schedule a revision procedure.

Manufacturer narrative:
Additional information received indicated that the patient received an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system with new right ventricular (rv), left ventricular (lv) and right atrial (ra) leads. The existing device system remains implanted with minimal programmed outputs and tachycardia therapies turned off. No additional adverse patient effects were reported.